Manufacturer narrative:
A visual examination of the returned device found no visible issues. However, x-ray analysis identified a bent wire at the bottom of the ceramic tip shoulder. Further analysis of the ceramic tip shoulder evidenced copper wires exposed beyond the tip shoulder. An electrical evaluation was performed, which included load and isolation tests; the device failed to meet specification during the isolation test. No visible issue identified with body connector; all wires were found to be connected. The condition of the returned incident device was consistent with the complaint that the device failed to deliver energy. The most probable root cause is manufacturing. An investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure to treat a arterio-venous malformation (avm) in the duodenum. According to the complainant, during the egd procedure, the account reported that the gold probe would not burn. They exchanged the adapter from another generator and the same probe still would not burn. The problem occurred inside the patient. The case was completed with another gold probe device, and the same generator. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure to treat a arterio-venous malformation (avm) in the duodenum. According to the complainant, during the egd procedure, the account reported that the gold probe would not burn. They exchanged the adapter from another generator and the same probe still would not burn. The problem occurred inside the patient. The case was completed with another gold probe device, and the same generator. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.